Event description:
It was reported that the patient went to bed the night prior to the report and everything was working fine, but the next morning the device had a power on reset (por) condition. It was further reported that the patient could not adjust the stimulation and was seeing a "call your doctor" icon. It was noted that this was an informational por message as opposed to a warning. Approximately two weeks later it was reported that the patient had an informational por but was able to "clear and use stimulation normally." It was noted that this patient had a por in the past. There was no known event which caused the por and it was unknown if there was any error code with the por.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).